Event description:
It was reported that this was a venotomy closure of the right common femoral vein using a prostyle device after an electrophysiology ablation interventional procedure using a 7f sheath. Reportedly, a cuff miss [suture retrieval issue] occurred. Another prostyle device was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. Medwatch report #(B)(4). Received stating: cuff missing off of perclose, utilized a 2nd one without difficulty, no harm to patient. No angiogram of cfa (coronary femoral artery) performed. Yes to calcification. Hemostasis was achieved using another device. 7fr sheath. No additional information was provided.

Manufacturer narrative:
Attachment: medwatch report #(B)(4). The device was returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
Visual inspections were performed on the returned device. The reported a needle to cuff miss was observed as malposition of the suture. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or friable femoral vessel due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.